Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: as no lot number was provided, the device history records could not be reviewed. Trend analysis: could not be performed as the lot and item number are unknown event description: it was reported that the hip stem fractured at the apex of the trunnion when patient was walking steps during post op therapy. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. Conclusion: it was reported that the hip stem fractured at the apex of the trunnion when patient was walking steps during post op therapy. Neither medical data such as x-rays, surgical notes or any other case-relevant documents nor the product were received. A complaint history review, including part and lot specific investigation, could also not be performed as the lot and item number are unknown. Based on the limited available information and no returned product, we were not able further investigate the reported event and / or identify possible root causes for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is cmp-0488208.

Manufacturer narrative:
Concomitant medical products: as the reported information is unclear, the possible product family was assumed. Attempt to obtain additional information had been made, an update will be submitted once information is received. Item# unknown, lot# unknown, generic revitan distal hip stem; item# unknown, lot# unknown, generic revitan proximal hip stem. This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as the event happened in u.s. And zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states under 510(k) number k071723. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient underwent revision surgery approximately 2 weeks post implantation due to implant fracture. The reported product information is conflicting; therefore, the most probably device is assumed. Item and lot number is treated as unknown. Attempts to obtain additional information have been made and no further information has been provided.